Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was a hair-like foreign material in the packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information d9: device available for evaluation: yes h.3 device eval by manufacturer yes d9: returned to manufacturer on: 19-dec-2025 investigation summary bd received one sample for investigation. The customer sample was subjected to a visual inspection for foreign matter in the blister pack. The sample failed testing as there was a hair in the blister pack and the seal of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was a hair-like foreign material in the packaging. No adverse impact was reported regarding the patient or user.